Manufacturer narrative:
(B)(4). The lot number of the product is unknown; however, it could be 14b28v533, 14c22v816, or 14b28v534 as these were in stock in the facility at the time of the event. Lot 14b28v533 was manufactured on 02/24/2014, lot 14c22v816 was manufactured on 03/28/2014, and lot 14b28v534 was manufactured on 02/21/2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lots 14b28v533, 14c22v816, and 14b28v534 with no issues noted during the manufacturing process of any of the lots. There were no deviations from standard procedure and no exceptions related to the reported condition were noted for any of the lots. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the tubing of a secondary medication set dropped out, or separated, from the chamber. This resulted in a spill of a chemotherapeutic solution. A patient was reportedly involved, indicating that the issue occurred during infusion. There was no patient injury or medical intervention associated with this event, and the solution did not contact the patient. No additional information is available.